Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, during loading a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+2.5/101 (sphere/ cylinder/axis), it tore. This was discovered during loading and there was no patient contact with this lens. This occurred on (B)(6) 2021. The cause of the event is reported as unknown, the surgeon states, "I felt resistance while loading the injector." An alternate lens was successfully implanted at a later date.